Manufacturer narrative:
Failure analysis revealed that the insulin pump alarmed motor error during the prime test as a result of a loose drive support disk. The motor passed the motor test.

Event description:
The customer reported that the insulin pump alarmed motor error. Troubleshooting was performed, and the device passed the displacement test. No further information was provided.